Event description:
It was reported that prior to a procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Prior to connecting the catheter to irrigation it was found that the irrigation connection port was detached from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has not been received for analysis, but a photo was provided with the incoming information. The reported clinical observation of a detached irrigation connection port was confirmed by the media evidence provided in the complaint; however, the root cause cannot be confirmed because the device has not been returned.

Event description:
It was reported that prior to a procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Prior to connecting the catheter to irrigation it was found that the irrigation connection port was detached from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.